Manufacturer narrative:
The test strips were requested for investigation. The returned test strips were measured on reference meters with a high-level control sample: qc range = 2.4 - 3.0 inr. Qc measurement 1 = 2.7 inr; qc measurement 2 = 2.7 inr; qc measurement 3 = 2.7 inr. The obtained results were in the allowed range, confirming the functionality of the complained coaguchek test strips. No error messages occurred during the investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs plus meter with serial number (B)(4) compared to a sysmex c5-5100 instrument with dade innovin/thromborel s laboratory method. The meter result using a capillary blood sample was 3.6 inr. The laboratory result using a venous blood sample was 2.7 inr. The tests were reportedly taken at the same time. The therapeutic range was requested but not provided.